Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("heavy bleeding") and pelvic adhesions ("pelvic adhesions") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test" in (B)(6) 2004. The patient's concurrent conditions included body mass index normal, uterine fibroids, pelvic adhesions, adenomyosis and leiomyoma. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), fatigue ("fatigue") and weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain, pain"), back pain ("back pain, pain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the genital haemorrhage, pelvic adhesions, uterine leiomyoma and endometriosis had resolved and the menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: symptoms substantially resolved after the (B)(6) 2007 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease, new events menorrhagia, fatigue, weight increased and device monitoring procedure not performed added. Outcome for the events pelvic pain, abdominal pain and back pain updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and pelvic adhesions ("pelvic adhesions") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine leiomyoma ("uterine fibroids") and endometriosis ("endometriosis"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, pelvic adhesions, abdominal pain, back pain, uterine leiomyoma and endometriosis had resolved. The reporter considered abdominal pain, back pain, endometriosis, genital haemorrhage, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: symptoms substantially resolved after the (B)(6) 2007 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.